Event description:
It was reported a study patient was hospitalized approximately one (1) month following knee arthroplasty with a diagnosis of a urinary tract infection (uti), deep vein thrombosis (dvt), and pulmonary embolism (pe). The patient was treated with antibiotics and anticoagulation. The event is ongoing but improving. Initial operative notes noted no intraoperative complications.

Manufacturer narrative:
(B)(4) d10: 42508606801 persona fem cr pps ccr std sz10 l lot# 66485221, 42532007901 persona tib stm 5 deg sz g l lot# 67018374, 42512100912 persona mc ve asf l 12mm 8-11/gh lot# 65552293, 42540500038 persona por 3 peg pat 38mm lot# 66737902. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d1; d2a; d2b; d4; d9; e1; g1; g3; h1; h6; h10; h11. The reported event could not be confirmed due to lack of product/information. Product has not been returned. No product evaluation was able to be completed. The device history record was not reviewed the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.